Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Initial reporter. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that following intraocular lens (iol) implantation, uveitis was observed in the patient's eye. Two months following surgery the use of an antibiotic for an unspecified reason is noted. The patient's visual acuity has reduced in the left eye since (B)(6) 2014. Glistenings were noted on the lens.